Manufacturer narrative:
Date of report: 28jan2019. Date rec¿d by MFR: 25jan2019. The manufacturers technical services (ts) confirmed the reported issue. Discussed circuit in use and ventilator settings. The customer suspects that there was some blockage in the (disposable exhalation port) dep causing the alarm. The customer observed error low leak-co2 rebreathing risk. The customer replaced the defective circuit to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 17jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a low leak alarm. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.